Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7309904, medical device expiration date: 2022-10-31, device manufacture date: 2017-11-05; medical device lot #: 8059526, medical device expiration date: 2023-02-28, device manufacture date:2018-02-28. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after removing the cap on a syringe 1ml s/t w/ndl 26x5/8 rb it started to leak out.

Event description:
It was reported that after removing the cap on a syringe 1ml s/t w/ndl 26x5/8 rb it started to leak out.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. This product is sold not filled with any substance and without tip caps of any kind. It is individually packaged as a syringe with needle only.